Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3777-60, serial# (B)(4), product type: lead. (B)(4)

Event description:
The patient reported during implant they had to redo it three or four times in surgery to get it in place and get it stimulating on the right side, and that surgery was pretty hard. It was noted the patient had to be awake for the surgery. When the patient was in the recovery room she was in severe pain and had to be given fentanyl, versed, and propofol because she was in a great deal of pain. The patient stated I had no meds. On board when this was put in. The patient stated she had to have six punctures in the back of her during implant because it wouldn't fire on the right side so she had to lay there while it was redone multiple times. The manufacturer's representative (rep) later reported at the time of implant the lead was repositioned one time per the physician's preference for optimal coverage. Relevant medical history includes non-malignant pain.

Event description:
Additional information received from the manufacturer representative reported that the patient was reprogrammed on (B)(6) 2015 with bi-lateral coverage. Impedances were checked and all electrodes were good.